Event description:
It was reported to boston scientific corporation that a needleknife rx sphincterotomes was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician was initially successful with making an incision on the ampulla. However, while cutting the needle disappeared and would no longer advance out of the tip. The physician opted to end the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that distal tip had been cut open. A functional evaluation found that the needle could be advanced/retracted and the needle extension measured within specification. Examining the distal end of the needle found it was blackened and slightly bent. In addition, the cut wire/ needle lumen appeared melted which is indicative that the customer had difficulty extending the needle out of the tip. Though we were unable to replicate the customer's complaint due to the tip being cut open, the condition of the device (melted lumen) indicates the customer was likely unable to extend the needle and as a result gave the appearance that the needle disappeared. The most probable root cause is operational context; likely due to the procedural factors and/or generator settings used during the event. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a needleknife rx sphincterotomes was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician was initially successful with making an incision on the ampulla. However, while cutting the needle disappeared and would no longer advance out of the tip. The physician opted to end the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.